Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under-infused. After infusion was complete there was about 30% of the fluid remaining in the device. There was no report of patient injury or medical intervention associated with this event. The device was filled with 56ml of fluorouracil and 29ml of 5% glucose. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured 03/13/2015 - 03/16/2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed; however, the device stopped flowing at the beginning of the test. Microscopic inspection revealed drug crystallization blocking the fluid path inside the lumen of the glass capillary. The cause of the condition was determined to be the crystallized drug. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.